Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested and diagnostic results revealed high lead impedance during an office visit on (B)(6) 2014. The device was subsequently programmed off. The patient was experiencing an increase in seizures above pre-vns levels. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.

Event description:
Further information was received indicating that system diagnostics were run on the vns system which returned a low impedance result and that the generator was disabled.

Event description:
An implant card was received indicating that the patient underwent generator replacement for end of life on (B)(6) 2014. The implant card noted that the lead impedance was high (>10,000 ohms). The physician reported that the high impedance was observed after the new generator was placed on the existing lead. The new generator was not disabled as the physician believed there were no adverse events reported. The patient is scheduled for lead replacement surgery. No surgical intervention has been performed to date.

Event description:
The explanted lead and generator was returned to the manufacturer on (B)(6) 2015. Analysis of the lead is underway but it has not been completed to date. Analysis of the generator was completed and there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that full revision surgery is expected but it has not occurred to date.

Event description:
Further information was received indicating that the patient underwent full revision surgery on (B)(6) 2015. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits with 1930 ohms. Return of the explanted lead and generator to the manufacturer is expected but it has not been received to date.

Event description:
An analysis was performed on the returned lead portions and the reported allegation of high impedance was confirmed. Note that portions of the (+) white and (-) green electrode quadfilar coils, the anchor tether and (+) white electrode were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Visual analysis of the returned lead portion found two places of broken coil strands. Both breaks having evidence of stress induced fracture (fatigue appearance). It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Based on the findings in the product analysis lab, there is evidence to suggest discontinuities in the returned portions of the device which may have contributed to the stated allegations of high impedance. The abraded inner tubing openings, exposed coils in adjacent areas, and the tissue-covered (-) green electrode ribbon the condition of the returned lead portions are consistent with conditions that typically exist following an explant procedure. There is no evidence to support the low impedance condition. No other obvious anomalies were noted.

Event description:
Additional information was received stating that the vns patient¿s surgery has not been planned and has not occurred to date.